Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been in disconnected mode. The technical support specialist (tss) received the case from the team lead and, upon reviewing the device, observed that it was already syncing and communicating with the server. There was no indication of disconnected mode in the health sight viewer, the enterprise server webpage, or on the station itself. The tss also noted that the knowledge article was not applicable since the device was functioning and syncing properly. The tss advised the customer via email to create a new case if the issue reoccurred and recommended that the hospital information technology team review the device on their end to determine the cause of the previous disconnection. The case was closed as the issue was not present at the time of troubleshooting. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode. Our critical room tabletop pyxis station kept going into disconnect mode, and our new patient profiles were not crossing over. This happened several times. The customer turned the machine off and on again, it rebooted, and could see the new patients, but by the next day, it was back in disconnect mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.